Event description:
This case was reported via regulatory authority (B)(4) on 22-mar-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very painful abdomen") in a female patient who received essure (batch no. C38217). The occurrence of additional non-serious events is detailed below. In 2016, the patient started essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2016, the patient experienced endometriosis ("endometriosis / thick endometrium"). On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"), menorrhagia ("haemorrhagic menstrual periods"), renal pain ("radiating pain in kidneys"), tinnitus ("tinnitus"), vision blurred ("blurred vision"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), cyst ("cysts") and memory impairment ("memory lapses"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, renal pain, tinnitus, vision blurred, myalgia, fatigue, endometriosis, cyst, memory impairment and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal discomfort, menorrhagia, renal pain, tinnitus, vision blurred, myalgia, fatigue, endometriosis, cyst, memory impairment and allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: allergy test result was positive for nickel. The reporter did not wish any further contact with the company. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the same year presented with abdominal pain ("very painful abdomen") amongst additional non-serious events. A salpingectomy and hysterectomy was performed about one year after placement. Abdominal pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, abdominal pain occurred within one year after essure insertion. Considering the nature of the event and the compatible temporal relationship, causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis has been requested.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 22-mar-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very painful abdomen") in a female patient who received essure (batch no. C38217). The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2016, the patient experienced endometriosis ("endometriosis / thick endometrium"). On an unknown date, the patient experienced abdominal discomfort ("very tense abdomen"), menorrhagia ("haemorrhagic menstrual periods"), renal pain ("radiating pain in kidneys"), tinnitus ("tinnitus"), vision blurred ("blurred vision"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), cyst ("cysts") and memory impairment ("memory lapses"). The patient was treated with surgery (salpingectomy and hysterectomy in (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, renal pain, tinnitus, vision blurred, myalgia, fatigue, endometriosis, cyst, memory impairment and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal discomfort, menorrhagia, renal pain, tinnitus, vision blurred, myalgia, fatigue, endometriosis, cyst, memory impairment and allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: allergy test result was positive for nickel. The reporter did not wish any further contact with the company. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: abdominal pain - analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the same year presented with abdominal pain ("very painful abdomen") amongst additional non-serious events. A salpingectomy and hysterectomy was performed about one year after placement. Abdominal pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, abdominal pain occurred within one year after essure insertion. Considering the nature of the event and the compatible temporal relationship, causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with me reported medical events cannot be totally excluded. The reporter did not wish any further contact with the company.